Event description:
Customer medwatch # (B)(4) reports that during a laparoscopic surgery, the surgeon was using a laparoscopic grasper instrument to grasp tissue and with tension the tip of the grasper snapped and a very small piece of the grasper tip was missing when the instrument was pulled out of the patient. An x-ray was done and confirmed that the foreign body was in the patient. Device is not available for evaluation. On (B)(6) 2015 risk manager now reports procedure was a bilateral inguinal herniorrhaphy with mesh placement, and that the x-ray confirmed no foreign body was in the patient. Risk manager confirmed that there was no foreign body left in the patient. (B)(4).

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.